Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed. On 06/13/2012, the complainant confirmed that the breakage referred to in medwatch report (B)(4) was in fact in reference to the two peel sheath and not two broken catheters. The model and lot numbers provided by the complainant belongs to the pump and not the sheath. At this time ,the lot and model numbers are unk.

Event description:
Drug/diluent: unk. Fill volume: na. Flow rate: na. Procedure: repair or pectus excavatum severe. Cathplace: chest. (Refer to 2026095-2012-00164/(B)(4)). Nurse reported that two -peel sheaths from one pump broke into pieces. The medwatch that was sent into our facility states: "little pieces were left in the pt and the surgeon had to reopen the wound to take out the pieces that had broken off. A second tear away sheath was used and again broke apart, however, no pieces were in the pt. The pieces were kept on a specimen cup along with the packaging for the product." There were 2 catheters that were used and both broke. Both catheters had the same reference and lot numbers.